Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was inspected visually. Evaluation result stated that the complaint was confirmed and found evidence of visible white particles. The device was scrapped.

Manufacturer narrative:
H3 other text : third party service center.